Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Technical and physical evaluation of returned product pn 20-8000-000-11, l/n 64467647 to zimmer biomet for evaluation, didn¿t confirm the reported. Package was decontaminated before investigation; the investigation couldn¿t determine the location of foreign substance was seeing in the package as reported complaint. The DHR review on inspection process are described on pages 4 to 14 of (DHR pn20-8000-000-11 lot 64467647_1), identified no deviation and/or anomalies related to the reported complaint event, including during packaging operations. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a rosa total knee arthroplasty, while opening the package of the fixed fluted pins, a foreign substance was seen in the package. A replacement was used and rosa completed the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.